Event description:
It was reported that during a refill procedure where ultrasound was used no pump port was identified. The pump was unable to be filled. An x-ray was taken of the pump, which confirmed that the pump had flipped. It was noted that the product was functioning as it should, and the patient's pain relief was adequate. The patient was taken to the operating room where the pump was flipped back and sutured down. The drug in the pump was fentanyl. The patient's pump had been sticking up prior to the refill. The patient pushed it back flat and inadvertently flipped it upside down. It was unknown why it got at an angle in the first place. The patient was recovering from surgery and getting uninterrupted therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).